Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was found to be fractured in the sfa two weeks post implantation. Reportedly, the patient required an urokinase treatment and a balloon expandable stent for treatment. The patient status was reported to be good after the intervention. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that the stent was found to be twisted two weeks post implantation in the sfa. Single stent struts appeared to be fractured in the twisted section which is considered a consequence of the twisting deformation. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, no issues during the initial stent placement were reported. Reportedly, the lesion had not been pre-dilated and no difficulties in advancing the system to the lesion site were encountered. The reported stent fracture is considered a consequence of the deformation caused by the stent twisting. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. The IFU also states: "post stent expansion with a pta catheter is recommended." And "pre-dilation of the lesion should be performed using standard techniques."

Event description:
It was reported that the vascular stent was found to be fractured in the sfa two weeks post implantation. Reportedly, the patient required an urokinase treatment and a balloon expandable stent for treatment. The patient status was reported to be good after the intervention. There was no reported patient injury.